Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU also instruct the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed.

Event description:
It was reported that following an interventional procedure, the angio-seal was used. The femoral angiogram revealed that the vessel was a good size and there was no plaque; however, access was made above the superior border of the femoral head. Reportedly, there was nothing abnormal with the deployment. Twenty-five minutes later, in the holding room, a femostop was removed. The patient was pale and complaining of pain in the right groin. A CT scan revealed a retroperitoneal bleed and the patient was sent to surgery. The vascular surgeon stated that, the angio-seal was noted to be non-occlusive in the artery. The angio-seal components were removed and the arteriotomy was surgically removed. The patient was discharged without any reported complications.